Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1 mm, tmicl12.1, -9.0/3.5/070 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. It was reported that this exchage resolved the problem. Reportedly, repositioning was not performed. However, it was reported that the repositioning resolved the problem. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).